Event description:
It was reported that the patient had renal failure post-implant and was placed on peritoneal dialysis for at-home care. Lab work showed increasing blood urea nitrogen (bun) and creatinine. The patient had fluid despite the high dose diuretics. The renal failure was not considered to be device or device therapy. The cause of the renal failure was not identified.

Manufacturer narrative:
Related MFR # 2916596-2023-02459 addresses the patient's death. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6) 2023, (refer to MFR # 2916596-2023-02459). The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.